Event description:
A customer reported a malfunction on their pump, identified by malfunction code malf 12, which had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. In response, tandem technical support arranged to replace the pump under warranty. The customer was informed that they would receive a pump with updated software and was instructed on the necessary steps for returning the defective pump, including putting it into storage mode and using a pre-paid ups label for the return. Customer will continue to use current pump for insulin delivery.